Event description:
It was reported via repair work order that the power cord power prong was loose and not making contact in the plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.